Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and defib/sync functional stress testing without duplicating the report, however, it was observed that the sync button was difficult to actuate. The front panel was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not go into sync mode. Complainant indicated that there was no patient involvement in the reported malfunction.